Event description:
Customer reported receiving erratic readings on their precision blood glucose monitor within 10 minutes. Results of 19 mg/dl, 19 mg/dl, 137 mg/dl and 151 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was o report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.